Event description:
It was reported that the patient claimed that their system controller just "died" over the weekend and the patient felt they were going to pass out. The patient was changed to their backup controller with no issues. The patient saw a red heart alarm however did not recall what the alarm was. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Reportable aware date corrected. B5 narrative information h6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that no log files would be provided and interrogation in clinic revealed the cause of the alarm to be a backup battery (ebb) fault. The patient reported they panicked due to the alarm and upon further clarification the patient did not feel like they were going to pass out and there was no pre-syncope. The ebb was exchanged for the ebb fault alarm without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. It was reported that the patient claimed their system controller just ¿died¿ and they felt like they were going to pass out. It was also reported that they saw a red heart alarm but couldn¿t remember what the alarm was. It was later communicated that the patient panicked because of the alarm and clarified that they did not feel like they were going to pass out, and that the source of the alarm was a backup battery fault. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.